Manufacturer narrative:
Upon investigation of the actual device used in this incident the station had frequent freezing issues. A field service engineer could not replicate the issue, but as the proactive measure replaced the power supply and changed the power management settings to resolve. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly stopped responding during emergent procedures. The customer stated that they required another machine to be wheeled into the room to continue with the cases. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 31-jul-2022 to 30-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the station had frequent freezing issues due to the power issue. A field service engineer could not replicate the issue, but as the proactive measure replaced the power supply and changed the power management settings to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. The following fields have been updated with additional/corrected information: d5 operator of device

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly stopped responding during emergent procedures. The customer stated that they required another machine to be wheeled into the room to continue with the cases. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this event.